Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Not in manufacturing mode. Insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit power up properly after battery installation. Unit was received with operating currents within specification. No unexpected power loss alarm, failed battery or low battery alarms noted during testing or found at the downloaded insulin pump history. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specifications. No unexpected power loss alarm or failed battery test alarms noted during testing. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Unit display the programmed value properly on the display graph. Unit sensor feature working properly. No calibration anomalies were noted or pump error alarms noted during testing. Unit was received with minor scratched lcd window, scratched case and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test and an unexpected restart. Blood glucose level at the time of the incident was 400 mg/dl. Blood glucose level at the time of the call was 595 mg/dl. Customer stated the screen turned white, restarted it and later on alerted low battery. Customer also mentioned getting sensor alerts. The customer was advised that the insulin pump and sensor would be replaced; customer agreed to return the products for analysis.